Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 34.3cm was returned for analysis. External insulation abrasion was noted at 19.7-20.2 from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. A fracture of the rv conductor was noted at 27.0cm from the connector pin. This is consistent with the observation from the field of noise and inappropriate hv therapy.

Event description:
The ICD detected noise and the patient received inappropriate therapy. It was suspected the lead was damaged. The lead was explanted and replaced.